Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28 lot# va1cjty serial# implanted: (B)(6) 2016 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was being implanted with a neurostimulator. It was reported that the distal end of the lead was bent out of the package. The healthcare professional (hcp) tried to insert the lead, but couldn't so the lead was pulled. Another lead was used and the therapy was fine. The rep wasn't able to retrieve the lead to send to the manufacturer for analysis. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.